Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to impedance issues. The rv lead will not be returned. No additional adverse patient effects were reported.